Manufacturer narrative:
(B)(4). Patient information (weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The patient was undergoing esophagectomy, part of which involved use of double lumen endotracheal tube. During one lung ventilation bronchoscopy used to check position of endotracheal tube a small amount of blood noted was noted coming from mainstream carina assumed to be coming from right lung. Good tube position was confirmed. Just prior to end of the case, more blood was noted in tracheal side of the double lumen tube. The surgeon performed bronchoscopy prior to extubation and noted two small areas of injury oozing blood located in posterior trachea just above the main carina. Also seen were 2 areas that looked like barbs at the tracheal opening of the double tube. After extubation, tube was inspected and found to have two easily felt abnormalities/rough edges/barbs noted at the tracheal opening. The patient was able to be discharged